Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV and concern with product.

Event description:
Patient reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and rupture. In addition, capsular contraction baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified device to be underweight, a broken shell, red biological tissue in the shell and red particles in the shell and gel. A visual and microscopic analysis was performed which identified: sharp broken on radius, missing shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported left side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and rupture. In addition, capsular contraction baker grade IV. The device has been explanted.